Event description:
It was reported that the trocar did not seal and leaked air. There was no patient injury. Additional information was requested but no additional information was available.

Manufacturer narrative:
Final device investigation showed no failure detected. The device met all leak testing criteria.